Manufacturer narrative:
The main component of the system and other applicable components are: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID neu_unknown, serial# unknown, product type: unknown; product ID neu_recharger_acc, serial# unknown, product type: recharger; product ID neu_recharger_acc, serial# unknown, product type: recharger. (B)(4).

Event description:
The patient, a consumer, and a manufacturer representative reported that since childbirth they had a "huge goiter" in their stomach that was inoperable. In (B)(6) 2014 the patient had a surgery for colon cancer. It was noted that after the patient's colon cancer operation in (B)(6) 2014 they developed a hernia but the charging issues began before this procedure. The procedure was not related to the device. Since that surgery the patient's implantable neurostimulator (ins) site had been hurting more. It was also noted that the patient's implant surgery was terrible. Due to the hernia the patient had problems with the recharger belt. The patient had not recharged their ins for a couple of months prior to (B)(6) 2015 and a communication problem was noted. They were unable to get their ins to charge and an ins overdischarge was suspected. The recharger would not connect to the ins. It was noted that the patient was not using their ins for a year because they were unable to charge. The patient met with a manufacturer representative on (B)(6) 2015 and they were able to charge with 2 coupling boxes but could only get 2 boxes maximum. Recharging with only 2 boxes was causing the antenna to overheat and get hot because it had to work hard. The antenna locate feature was used twice and showed a range of 44 to 50. The ins was not very superficial and the edges of the battery could not be felt through the skin. The battery was noted to be pretty deep in their back. They were having difficulty charging the ins due to a bad connection and the ins was not flat on the patient's back. The recharger spacers did not work well for the patient. The patient was seen again by a manufacturer representative on (B)(6) 2016. The ins was discharged at that time. The manufacturer representative hooked up the recharger and they were able to recharge without a problem. It was noted that the ins seemed to have shifted some since when the patient would lean forward they were able to get 6 coupling bars but when they sat up more straight the coupling would decrease to 4 or 2 bars. The patient noted that they were not interested in any type of surgical resolution at the time of the report. The patient was implanted for radicular pain syndrome.